Manufacturer narrative:
This device was not returned to mmdg for evaluation. Because it was not returned no investigation could be performed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that they had an administration set that was leaking from the spike area. Mmdg did attempt to gather more information about the complaint, however, none was provided. (B)(4).